Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/23/2017 that on (B)(6) 2017, that the patient experienced discomfort while wearing the sensor. Patient reported symptoms included irritable bowel syndrome, abdomen pain, cramp, discomfort, bloating, diarrhea, and constipation. Patient was not able to leave their house due to the symptoms. Patient reported removing the sensor and the pain and discomfort started to subside. At the time of contact, patient is better and in good health. No additional patient or event information was provided no product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.